Manufacturer narrative:
Product analysis summary: the device returned with blood visible in the balloon and inflation lumen. The balloon failed negative prep. On pressurisation of the device, the balloon failed to inflate. Upon visual inspection of the device, there was a longitudinal tear on the balloon material from the mid-section of the balloon to proximal end of the balloon. The balloon material was jagged and uneven at the tear site. Lead in scratches were evident proximal to the tear site. Deformation was evident to the distal tip. It was not possible to perform inflation testing due to burst on balloon. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use two sprinter legend rx ptca balloon catheters to treat a moderately tortuous, severely calcified lesion exhibiting 100% total occlusion located in the mid-distal rca. An attempt was made first to use a 1.5x15mm sprinter legend balloon to treat the lesion. There was no damage noted to the packaging. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously deployed stent. It was reported that there were inflation difficulties experienced when inflating the device to 12atm. An attempt was then made to treat the lesion using a 2.0x15mm sprinter legend balloon. The device was inspected with no issues. Negative prep was performed with no issues. It was reported that there were inflation difficulties during balloon inflation. The patient is reported to be alive with no injury. Device analysis has shown a longitudinal tear in the balloon.

Manufacturer narrative:
Resistance was encountered when advancing the device. Excessive force was used during delivery. The 2.0x15mm balloon partially inflated. The operation was incomplete. If information is provided in the future, a supplemental report will be issued.